Event description:
I received mentor saline implants in (B)(6) 2003. Developed chronic fatigue symptoms for 2 ½ years. Had 48 of the 50. Was bedridden by 2017. Total autoimmune response. Severe joint pain. Severe fatigue, inflammation, etc.